Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 3:00 am the patient was experiencing the symptoms of sweating and shaking. While symptomatic, the patient obtained an unspecified error message on the reported meter; she did not obtain a blood glucose reading. At 5:00 am the patient administered self-treatment with food and/or a drink; she did not seek any medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the issue was not resolved, this complaint is being reported.